Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device appears to be depleting early as expected. The device battery projection showed a year and a half remaining but from last year's check was at four and a half years. However, the most recent check was showing that the device reached elective replacement time (ert). A request was made to have data from this device analyzed. Data analysis confirmed the power consumption of this device has been steadily increasing. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device appears to be depleting early as expected. The device battery projection showed a year and a half remaining but from last year's check was at four and a half years. However, the most recent check was showing that the device reached elective replacement time (ert). A request was made to have data from this device analyzed. Data analysis confirmed the power consumption of this device has been steadily increasing. This device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device appears to be depleting early as expected. The device battery projection showed a year and a half remaining but from last year's check was at four and a half years. However, the most recent check was showing that the device reached elective replacement time (ert). A request was made to have data from this device analyzed. Data analysis confirmed the power consumption of this device has been steadily increasing. Device replacement was recommended. As of this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device appears to be depleting early as expected. The device battery projection showed a year and a half remaining but from last year's check was at four and a half years. However, the most recent check was showing that the device reached elective replacement time (ert). A request was made to have data from this device analyzed. Data analysis confirmed the power consumption of this device has been steadily increasing. This device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.